Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Sales rep reported revision surgery. Reason for revision is stated as "asr cup." All relevant products listed are being reported. Update rec¿d (B)(4) 2014 - legal claim was received, which identified dob information. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014. Update rec'd (B)(4) 2015 - litigation papers received. Litigation papers allege pain and excessive metal ion levels. The stem is being added because of elevated metal ion levels. The complaint was updated on: (B)(4) 2015.